Manufacturer narrative:
Isi has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations did not identify any issues with the vessel sealer extend instrument. The vessel sealer extend instrument met internal testing requirements. If additional information is received, a follow up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sigmoid colectomy procedure, the patient experienced bleeding from the inferior mesenteric artery after the vessel was sealed by the vessel sealer extend instrument. As a result, the surgeon placed sutures on the vessel to control the bleeding.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, after the use of a vessel sealer extend instrument to seal the inferior mesentery artery (ima), the vessel "burst open." As a result, the patient experienced bleeding and the surgeon had to place sutures to control the bleeding. On 01/29/20, intuitive surgical, inc. (Isi) contacted the isi key account manager and on 02/05/2020, isi contacted the surgeon, and obtained the following additional information regarding the reported event: it was stated that the vessel sealer extend instrument worked for fifteen minutes with no issues reported. After the ima was sealed with the vessel sealer extend instrument, the vessel "burst open" and the patient experienced bleeding. As a result, the surgeon had to place sutures on the ima to control the bleeding. The surgeon had confirmed the following: the vessel was not calcified, the vessel was less than 7mm, there was no tissue bunching, the system did not generate any errors, and the staff heard the audible tones indicating that the sealing cycle was complete. The following facts are unknown: estimated blood loss, and if any blood transfusion was administered to the patient.